Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Reportedly, the contact administered a glucagon shot as the customer became unconscious due to the low bg level. Additionally, the customer consumed juice. Recommendation was made to consult with health care provider regarding diabetes management.